Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The astato xs 40 guide wire was returned for evaluation. Distal to the mid solder (set at 15mm from the tip for the purpose of fixing the coil onto the core), the coil pitch was found loosened and disarranged due to accumulated torsion. The coil was found fractured at the tip solder, while the core remained intact. Microscopic observation of the coil fracture end found a trace of fracture due to torsion generated when the coil was loosened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and the above investigation outcome, it was presumed that torsion generated with torquing manipulation had most likely contributed to the observed coil fracture on the returned astato xs 40. The applied stress would accumulate on the tip and exceed the product design limit when the tip end was being caught and restricted its movement by the lesion, making the coil become loosened and eventually fractured at the tip solder where the coil was fixed. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that an asahi astato xs 40 guide wire was used with an asahi corsair armet microcatheter during a percutaneous peripheral intervention (ppi) to treat a heavily calcified chronic total occlusion (cto) in the superficial femoral artery (sfa). When pushing and pulling the astato xs 40, the wire tip would not respond. The physician was concerned that the core of the astato xs 40 might have fractured. The astato xs 40 was then removed together with the corsair armet. Another guide wire was used to resume the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects related to this event.